Manufacturer narrative:
The patient's attorney initially reported a single ventralex mesh which was filed with the FDA under MDR 1213643-2011-00348 when davol was originally made aware of the complaint. However, medical records were later received that identified an additional mesh. Based on a review of the provided medical records, the patient was treated for an umbilical hernia with a ventralex mesh and an inguinal hernia with a bard flat mesh on (B)(6) 2007. On (B)(6) 2007, the patient underwent an exploratory laparotomy and was found to have developed a (B)(6) that had obstructed the ascending colon and caused a perforation. As a result, the ventralex mesh was removed. There was no indication that a failure of the ventralex mesh had occurred. This procedure also included an appendectomy. Following surgery, it appears that the wound did not fully heal. On (B)(6) 2007, the patient had an umbilical hernia repaired with a composix e/x mesh. The wound continued to drain and a wound vac was placed. A CT scan in (B)(6) 2008 suggested wound dehiscence and abscess. On (B)(6) 2008, the composix e/x was partially explanted and an abscess was drained. It was noted that the mesh was "opened up" by the surgeon and that both pieces were curled up and contracted. The patient continued treatment for his wound after surgery and was reported to have been healing. Currently, it is unknown whether the mesh may have contributed to the alleged event. The patient was reportedly treated for infection. The IFU states that if an infection develops, it should be treated aggressively, and that an untreated infection could require removal of the prosthesis. No pathology reports describing the condition of the mesh were received and no sample was returned for evaluation. With the information provided, no conclusion can be drawn. Refer to MDR 1213643-2011-00348 for information regarding the ventralex mesh implanted on (B)(6) 2007.

Event description:
Based on a review of medical records provided by the patient's attorney: on (B)(6) 2007 - umbilical herniorrhaphy with ventralex mesh, inguinal hernia repair with flat mesh. On (B)(6) 2007 - exploratory laparotomy, removal of ventralex mesh, drainage of intra-abdominal abscesses, right hemicolectomy, inflamed appendix removed, inguinal repair site unaffected, wound vac placement. On (B)(6) 2007 - drainage of peritoneal abscess, repair of wound dehiscence. On (B)(6) 2007 - ventral incisional hernia repair with composix e/x mesh. On (B)(6) 2008 - incision and drainage of abdominal wall abscess, partial explant of the composix e/x mesh.